Manufacturer narrative:
H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label. Customer states that the needle was clogged. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen h3 other text : see h.10.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was clogged. This was discovered during use. The following information was provided by the initial reporter: consumer reports that her mother uses basaglar and humalog, performs 4 applications per day and only in the abdomen, but in this last batch reported the following quality deviation: the needle was clogged (in both pens occurred the mentioned deviation).

Manufacturer narrative:
Additional initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was clogged. This was discovered during use. The following information was provided by the initial reporter: consumer reports that her mother uses basaglar and humalog, performs 4 applications per day and only in the abdomen, but in this last batch reported the following quality deviation: the needle was clogged (in both pens occurred the mentioned deviation).